Event description:
The pt reportedly experienced intermittency between the implanted device and the external equipment. External equipment was exchanged and device lock could not be obtained. The pt's device was explanted.